Event description:
It has been reported to the MFR that during the procedure the balloon failed to deflate. Reportedly, the physician disconnected the catheter from the inflation device and was then able to deflate the balloon enough to remove it. There was no report of pt injury, and the device has been returned for analysis.